Event description:
On 3/27 a case with dr.(B)(6). 4 screws placed robotically using creo mis and intra-op CT scan with excelisius360. CT scan and robotic placement went well. After screws in, I believe ll5 screw was placed too anterior to plan. No adverse effects to pt, screw was backed off a few mm. Surgeon does want to use robot until issue is resolved/ figure out what went wrong. Case longs have been submitted to in team.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Investigation of the case logs revealed, after uploading the intraoperative scan but before proceeding with navigation, the user was alerted to a possible drb shift. A drb shift can lead to navigational integrity issues and the misplacement of screws. Additionally, when looking at the pre-operative plan of l5-r, it was noted that the screw head was planned proud. For this type of screw plan, if the screw is inserted based on tactile feel, this could result in the screw head being closer to the patient's anatomy; therefore, causing the screw tip to appear more anterior than originally planned. Ultimately, the misplaced implants were revised intra-operatively and there was no reported adverse effect to the patient. The severity is observed matches the anticipated complaint severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.